Event description:
This complaint is now reportable based on the device analysis. It was reported that during a gastroscopy procedure a balloon leak was noted. A cre 18-20mm 8cm f/g balloon has been advanced to treat an unspecified stricture. While attempting to inflate the balloon, it was noticed that the balloon was "leaking". The balloon was deflated and removed from the unspecified scope. The procedure was completed with another cre 18-20mm 8cm f/g balloon catheter. There were no patient complications reported. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed that neither the stopcock or the protective sleeve were returned. The balloon profile was relaxed. Attempts to inflate the balloon to the three specified pressures, 3, 4.5 and 6 atmospheres were unsuccessful as the balloon was noted to be torn longitudinally. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint is determined to be operational context as the balloon leak and tear may have occurred due to contact with a sharp exterior source such as a calcified lesion.